Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the active directory was not communicating with the network. A technical support specialist verified es server and noticed in health sight viewer the active directory was communicating with the server. No notices for a down/delay and checked the data base notice that server was receiving messages from the active directory system. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system active directory was not communicating with the network, we have been down for an hour. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this event.